Event description:
It was reported that the console was leaking coolant. Low power was also noticed. There was no patient involvement.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported fluid leak and low power allegation were confirmed. The fse replaced the flow switch, filled the coolant and checked the alignment and output power, restoring console's functionality. The malfunction found could have affected the device performance leading to the event experienced by the customer. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console was leaking coolant. Low power was also noticed. There was no patient involvement.